Event description:
Tube detached from the bottom of adset chamber. The unit was started on 11/14/2008 and detached on (B) (6) 2008 while the pt was in the ICU.

Manufacturer narrative:
The sample was received on 25 november 2008 and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).